Event description:
This case is cross referenced with case: (B)(6) (cluster). This unsolicited case from united states was received on 22-dec-2017 from a healthcare professional. This case concerns an elderly male patient who received treatment with synvisc one and later after unknown latency experienced adverse reaction (unevaluable event). Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021, expiry date: unknown). On an unknown date, after unknown latency, the patient experienced adverse reaction (unevaluable event). Action taken: unknown. Corrective treatment: not reported for both the events. Outcome: unknown for device malfunction. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated 28-dec-2017: this case concerns a patient who suffered from adverse reaction after receiving synvisc one injection from the recalled lot. Although based on the available information, temporal relationship cannot be established between the event and the suspect product. However, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the event to the product cannot be excluded completely.

Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 22-dec-2017 from a healthcare professional. This case concerns an elderly male patient who received treatment with synvisc one and later after unknown latency experienced adverse reaction/reactive synovitis. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date in 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021, expiry date: 31-may-2020) for primary osteoarthritis in both knees. On an unknown date, after unknown latency, the patient experienced adverse reaction (unevaluable event). Patient had pain and swelling out of the ordinary. On (B)(6) 2018, patient erythrocyte sedimentation and c reactive protein tests were both normal. On (B)(6) 2018, patient had bilateral knee mris (magnetic resonance imaging): patient had reactive synovitis, but not suggestive of infection. Corrective treatment: not reported for both the events outcome: unknown for both events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on 31-jan-2018 from health care professional. Verbatim was updated for the event of experienced adverse reaction to experienced adverse reaction/reactive synovitis. Relevant lab test was added. Patient weight was added. Suspect product details updated. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 31-jan-2018: this case concerns a patient who suffered from adverse reaction of synovitis after receiving synvisc one injection from the recalled lot. Although based on the available information, temporal relationship cannot be established between the event and the suspect product. However, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the event to the product cannot be excluded completely.